Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while being used on the pancreas of a patient, the device started to spin without even being fired.